Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of intermittent operation could not be confirmed. The battery casing was tested and the complaint wasn't duplicated. Date of event corrected from (B)(6) 2013. Placeholder.

Event description:
It was reported that during an orif of the humerus procedure, the casing for 14.4v battery stopped working whenever the surgeon raised or lowered it. Two additional devices were also used during this procedure producing the same results. The procedure was delayed approximately 10 minutes while the surgeon switched to another drill and batteries. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. The item was previously returned for service on 24-jan-2013 due to the device not working. A service request for this item was requested on (B)(4) 2013 for the device stopped working if the surgeon raises or lowers his hands. The previous service condition of the device not working is relevant to the current complained issue of the device stopped working if the surgeon raises or lowers his hands. (B)(4). Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot# provided in the initial medwatch is the supplier lot #. The synthes lot number is 5607769. Placeholder.